Manufacturer narrative:
This report is submitted on january 7, 2019. Registration number (B)(4).

Event description:
Per the clinic, the patient underwent surgery to explant the device (date not reported). It is unknown if the patient was reimplanted with a new device as of the date of this report.